Event description:
It was reported that over the last 3-4 months the pt experienced a gradual increase in his tone. Also at the last two pump refills there was a difference in reservoir volume with more drug than was expected. At the patient's last refill the expected reservoir volume was 5cc, the actual reservoir volume was 9 cc (this is within the 25% variance in the manufacturer's labeling). The physician elected to go ahead and remove the pump and replace it. No rotor or catheter dye study was performed to check the integrity of the system. The physician reported that the pump was replaced due to battery depletion. Additional info reported that when the catheter was disconnected from the pump in the operating room there was no cerebrospinal fluid coming back through the catheter so the physician elected to do a catheter revision. The spinal segment of the patient's catheter was replaced. The catheter had backed out of the intrathecal space some, but was still intrathecal. The catheter had coiled up at the base of the spine. It was reported that this likely resulted in a kink which may have prevented the drug from going through the catheter. The pt recovered without sequela. The patient's pump contained lioresal 2000 mcg/ml infusing at 900 mcg/day.